Event description:
It was reported that the touch screen function of the handheld device was not working despite troubleshooting. Hard reset, soft reset and battery removal were attempted but the issue did not resolve. The lock screen button was checked for dirt and no other issues were observed. The hhd and software flashcard were received on 09/02/2015. Analysis is underway but has not been completed to date.

Event description:
An analysis was performed on the returned handheld and the reported mechanical problem with the hardware was verified. During the analysis it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software were identified during the flashcard analysis.